Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness, or burning of the breast" within the first 2 months after mammogram and indicated event as "other" for the outcome of her pregnancy, but she did not specify what the event was. Later healthcare professional reported "exchange from textured to smooth devices due to the patients concern with the product". Healthcare professional reported mammogram diagnosed capsular contracture baker grade iii. This record for the left side. Device was explanted and replaced.